Manufacturer narrative:
Concomitant medical products: 4965-50 lead, implanted: (B)(6) 2004; 1388t lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an impedance out of range warning on the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.